Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with one cartridge during basal delivery. There was no impact to customer's blood glucose level. It was indicated that the customer would administer manual injections as alternate insulin therapy.